Event description:
Patients right hip was revised from a gamma to a smith and nephew implant due to lag screw migration.

Manufacturer narrative:
Evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitant item.

Event description:
Patients right hip was revised from a gamma to a smith and nephew implant due to lag screw migration.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.